Manufacturer narrative:
The pump was received with a constant alarm due to a problem isolated to the mother board. Unable to verify the off no power alarm due to the constant alarm. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the displacement test due to the constant alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and an off no power anomaly from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she had an off no power alert and spi to motor pic communication error alert on the pump when she changed the battery. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer will be sent a replacement pump.